Event description:
It was reported that while using a bd micro-fine insulin pen needle to inject insulin, the needle broke off in the consumer's abdomen. The consumer received three CT scans and the broken needle was not visualized. No further medical intervention was reported.

Manufacturer narrative:
A sample is available fro evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).